Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the femoral impactor pad broke during surgery.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was incorrect at the time of initial follow up. Complaint sample was evaluated and the reported event was confirmed. A visual inspection of the device revealed it had fractured and split into 3 distinct large pieces. The device was manufactured in april of 2014 and had an approximate field life of two (2) years and (2) two months with an unknown frequency of use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. An investigation was completed on may 5, 2014 and ended on dec 17, 2014. The goal of this investigation was to look at fracture trends that occurred on both the cr and ps impaction pads. But due to the low occurence rate of these failures, which is below the expected value stated on out in the risk management file, no further action was taken. It was identified that excessive stress lead to breakage of the pads. Therefore, it is believe that the root cause is normal wear and tear in the field. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.